Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. No anomalies were found. The slitting was not slit on the center of hub of the delivery catheter. Visual analysis of the catheter indicated damage during use. The analyst noted the catheter was received completely slit from the hub to the distal end. Therefore, flush test cannot be performed. Destructive analysis to complete visual inspection on the valve, and no anomaly was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when the lead was inserted into the delivery catheter, blood backflow was observed. Additionally, when contrast agent was injected through the port it leaked from the hole where the lead had been inserted. Valve in sufficiency or damage was suspected. The catheter was removed and a new catheter was used. No patient complications have been reported as a result of this event.